Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166091 and test base part number 190-430 / lot m166091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166091 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The ID now covid-19 assay was performed when the patient presented at the emergency room for cardiac issues. Repeat testing was performed generating negative results. Confirmation testing was performed with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.